Manufacturer narrative:
This product is not marketed in the us. Patient code: (B)(4)- secondary surgical intervention, exchange. (B)(4).

Event description:
The reporter indicated that a 12.6 vticmo12.6, -6/1/87 (sphere/cylinder/axis) implantable collamer lens was implanted and removed within the same surgery due to excessive vault. On (B)(6) 2018 the lens was exchanged for shorter length lens, this exchange resolved the problem.

Manufacturer narrative:
The reporter indicated that a 12.6 vticmo_12.6 -6/1/087 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's right eye (od) and removed intraoperatively due to excessive vault on (B)(6) 2018. A shorter replacement lens was implanted post-operatively on (B)(6) 2018, resolving the problem. (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned dry, in a micro-centrifuge vial. Visual inspection found one haptic deformed. There was residue on the lens. Claim # (B)(4).